Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to low impedance measurements. During a routine replacement of an implantable cardioverter defibrillator (ICD) this lead was replaced.